Manufacturer narrative:
As reported, the hydrosurg plus device is available to be returned for evaluation. However, at this time has not been received. Based on the information provided to date, no conclusion can be made. Additional information has been requested. Review of manufacturing records indicate product was manufactured to specification. (B)(4). If/when the sample is received and evaluated or additional information is provided, a supplemental MDR will be submitted.

Event description:
As reported, during opening, a piece of debris was noticed on the rim of the bard/davol hydrosurg plus w/ smokevac trumpet valve & tip on (B)(6) 2021.